Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over into pyxis. A technical support specialist (tss) dialed into the server, then logged in to patient encounter system (pes), then checked synchronization information only for 2 devices, then ran downtime query and verified that orders/patient xml were crossing. Then checked the patient information provided from the electronic protected health information (ephi), after that was able to see that the patient was admitted in unit n005. Then dialed into station 5w and searched for the patient visit ID, and the tss was able to find the patient inside the station. After that the tss informed the customer to check with active directory (adt) as well. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not crossed over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.